Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and the motor assembly was seized up due to extensive corrosion, causing the handpiece to smoke when operated. The motor assembly, rotor assembly, and bearings were replaced. Additional components were also replaced for preventative maintenance purposes. The handpiece was repaired and returned to the customer.

Event description:
It was reported that a drill started smoking, while in use. It is unk if there were any injuries or adverse consequences associated with this event. Numerous attempts to obtain additional info have been unsuccessful.